Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The patient reported that the continuous glucose monitor (cgm) was reading high while the blood glucose (bg) meter was reading low and the patient was experiencing hypoglycemic symptoms. There were no reported glucose values available to search within the parkes error grid calculator. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.